Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect.

Event description:
It was reported that during a moderately tortuous, proximal left anterior descending (lad) coronary artery stenting procedure, pre-dilatation was performed on the moderately calcified lesion. Post 4.0x38mm xience prime stent implantation, a distal edge dissection was noted. An unplanned 3.5x12mm xience v stent was implanted to treat the dissection. There was no report of adverse patient sequela. No additional information was provided.